Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by a bd associate that on 06/14/23, during a site visit at (B)(6) it was stated that there was an event reported to the state by the family of a hospice patient at (B)(6) complaining that they had not received pain medication for 13 hours. It was stated that at first they heard it had something to do with the alaris pca but then she heard that is was more of a documentation issue or possibly the family "removing the battery". They did not remember specific dates of the event, just that it was "a couple months ago". They also stated that they did not know the specifics and only had she had heard. A bd associate spoke with an education director on (B)(6) 2023 to attempt to obtain more information about the event. They reported that they had not heard that it had anything to do with the device and that the action plan centered around documentation of pain assessment. There was patient involvement but the information on patient impact is unknown.